Manufacturer narrative:
(B)(4). Batch # n55r48. The analysis found that one ntlc55 device was returned with no apparent damage and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 5 drivers up and the remaining drivers were down with staples present. In addition received a few unformed staples in a plastic bag. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open pancreaticoduodenectomy, the stapling was incomplete. Another device was used to complete the case. There were no adverse consequences to the patient.